Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. Customer re-loaded the cartridge to resolve the issue. There was no adverse impact to blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.